Event description:
It was reported that after an uneventful ion endoluminal lung biopsy procedure, the patient experienced hypertensive crisis and pulmonary edema that required hospitalization. The target lesion was 18 mm x 15 mm x 12 mm in size and located in left upper lobe, 3mm to the pleura. The biopsy procedure was completed without intra-procedural complications nor any device issues, and the patient was discharged the same day. Later on, the same day, the patient presented to the emergency room with hypertensive crisis and pulmonary edema, which resulted hypoxic respiratory failure. The patient was hospitalized. Medications including anti-hypertensives and diuretics were given, as well as bipap (bilevel positive airway pressure) machine for the respiratory failure. The study investigator does not think the event was related to the ion devices nor the biopsy procedure but related to the patient's pre-existing condition. The cause of the event complications is believed to be related to the patient's extensive cardiac and renal history in addition to acute decompensation due to withholding the patient's medication regime for the anesthesia and fluids given. The patient was discharged 1.5 hours after undergoing the ion endoluminal lung biopsy procedure.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication can be attributed to the patient's medical history. There is no indication or report that an ion product caused or contributed to the incident. Therefore, no products are expected to be returned for evaluation. Review of the ion system logs for the reported procedure date found that no system errors occurred during the procedure that were relevant to the reported event.